Manufacturer narrative:
Investigation of the returned device was evaluated for the complaint of electrical shock from hand piece when used with vulcan rf generator and dii control unit could not be reproduced. Hand piece was activated while vulcan generator was used in both coag and cut mode. No electrical shock occurred during testing. Hand piece passed all functional and safety tests. A visual inspection was performed on product and no damage was found but unit's power cord connector has been replaced with an unknown part and appears to have been repaired by a 3rd party. Product was shipped new to customer on 03/24/2005. Review of the device history record was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation warranted at this time. (B)(4).

Event description:
During an shoulder arthroscopy procedure using a o*mto, mdu, powermax, recessed buttons surgeon was using an electroblade with a power handpiece, vulcan esu, and a dyonics power ii. As the coag setting on the vulcan was increased to 140. As the doctor resected, he activated the coag on the electroblade and the patient's arm twitched. The surgeon removed the handpiece and electroblade from the joint and felt a tingling feeling down from his fingers to his elbow. He explained he believed he received a small shock so he handed the handpiece over to his surgical tech, activated coag, and he also claimed to have received a shock. The handpiece was swapped out for a power max elite handpiece. The same electroblade and power ii box were used. The surgeon activated the coag and reported no shock or tingling. The case was finished as expected. The facility will hold onto the device until it is cleared by smith and nephew. No known injuries reported.